Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts out while priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they did not get no delivery alarm when customer not getting insulin. Customer also stated that the rewind time had slow down and crack around battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. No excessive no delivery or occlusion alarm noted. No unexpected rewind anomalies noted. Device received with stripped battery cap coin slot(p). (B)(4).